Event description:
It was reported that the 10mm size spacer stopped providing relief to the patient. The patient underwent a revision procedure where the 10mm size spacer was removed and replaced with a 12mm size spacer. The patient is doing well post operatively.

Manufacturer narrative:
H6 3191 no code available was used as there is no equivalent FDA code for surgery. The returned superion spacer was analyzed passed all tests performed and exhibited normal device characteristics. With all the available information boston scientific concludes the cause of the reported event is a known inherent risk of the device.

Event description:
It was reported that the 10mm size spacer stopped providing relief to the patient. The patient underwent a revision procedure where the 10mm size spacer was removed and replaced with a 12mm size spacer. The patient is doing well post operatively.